Event description:
It was reported that two (2) homechoice cassettes leaked; further described as "when the patient fit the cassette set line into the icodextrin bag, it does not seal, it does not close the system, it leaks the solution". This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.